Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery with multiple cartridges. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 117-118 mg/dl.